Event description:
It was reported that an accumulation of coating at the tip occurred. A 200cmx10cm fathom -14 guidewire was selected for use. During preparation, when the wire was pulled from the hoop, there was almost what felt like a small ball accumulating on the very distal tip of the wire. The wire was immediately removed from the table and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. No damages were detected on the device during visual inspection. During functional inspection, the device was soaked in saline solution in order to activate the coating at distal section. When the coating was activated, no issues were identified in the distal tip coating. No other issues were identified during the product analysis.

Event description:
It was reported that an accumulation of coating at the tip occurred. A 200cmx10cm fathom -14 guidewire was selected for use. During preparation, when the wire was pulled from the hoop, there was almost what felt like a small ball accumulating on the very distal tip of the wire. The wire was immediately removed from the table and the procedure was completed with another of the same device. There were no patient complications reported.